Event description:
Reportable based on additional information received 20oct2021. It was reported via medwatch #(B)(4) that an unknown device issue occurred. It was further reported via additional information that the rotawire 330cm was used in a percutaneous coronary intervention. During the procedure the rotawire 330cm separated. A portion of the detached rotawire 330cm remained inside the patient post procedure. The procedure was completed with stenting. No patient complications were reported.